Event description:
The customer reported that when the pod was activated, her blood glucose (bg) level was 168 mg/dl. After 7 hours, her bg's reached 340 mg/dl and there was blood around the edge of the adhesive. When the pod was removed, she noticed that the cannula had never deployed.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to deploy the cannula of to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.